Manufacturer narrative:
The product was not returned. Photo were provided and reviewed. Two photos of the iol were provided for this case. The photos show a medium-sized optic section directly illuminating the center portion of the iol through a dilated pupil. Within the area of the iol that is illuminated there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. The product investigation could not identify a root cause for the reported complaint. A root cause could not be determined from the provided photos. The reporting facility has not provided any further information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one and a half years following an intraocular lens (iol) implant procedure, the patient had glistening and decreased distant visual acuity from 1.2 to 0.15. The lens still remains implanted in the eye. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information was requested and received.